Event description:
The technician found the brake casters swivel when the bed is pushed while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and head end brake hex rod to resolve the issue.